Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred post initial interbody fusion procedure on one intervertebral disc on (B)(6) 2012. It was reported that rod protrusion was seen and was seen subcutaneously, so the rod of protrusion is scheduled to be cut. The rod was cut without problems. The cut rod was discarded at the hospital. Patient had pus formation on the protruding part of the rod. The relationship between the reported event and the use of medtronic product was unknown. No patient injury / complication was reported.